Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17460. It was reported the patients system displayed high impedance due to lead fracture. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.